Event description:
Complaint record states that an elderly pt slipped through a hygiene sling when the caregivers started to lift from the underlying surface. Medical intervention was needed and resulted in once stitch in the head. Ref MFR report # 8030916-2013-00102.